Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.67 volts and charge time measurements of 23.8 seconds. The field representative also indicated that a few months ago, the monitoring voltage was 2.8 volts and inquired if that was a rapid decline. Technical services (ts) discussed that while this device is not apart of the mid-life display of replacement indicators advisory, eri declaration is due to similar behavior. Ts also discussed that the depletion from 2.8 volts to 2.67 volts is part of a steeper depletion curve at that point; however, this was likely hastened due to the shortened replacement window advisory behavior. Ts recommended explanting the device soon. Subsequently, the device was explanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--